Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned used. Bunching of the outer catheter was observed near the distal tip. A longitudinal tear in the outer catheter was noted at the rx junction and continued distally, from the tip. A segment of the inner guidewire lumen was protruding out from the tear in the catheter. A complete break in the inner guidewire lumen was noted. No other anomalies were noted to the returned device. Functional/performance evaluation: functional testing could not be performed due to the condition of the returned sample (i.e. Torn catheter and broken inner guidewire lumen). Medical records review: medical records were not provided for review. Image/photo review: medical images / photos were not provided for review. Conclusion: the investigation is confirmed for a torn outer catheter and a broken inner guidewire lumen. The investigation is inconclusive for device-device incompatibility, as complete functional testing could not be performed due to the poor sample condition. The definitive root cauand/or procedural issues contributed to the reported event. Labeling review:se could not be determined based upon the available information. It is unknown if patient specific warnings, precautions and directions for use of the crosser recanalization catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire allegedly failed to advance through the catheter tip after 7 minutes of activation. The catheter and guidewire were retracted, flushed, and the proximal end of the guidewire was backloaded at the catheter tip, however the guidewire still allegedly failed to advance through the catheter tip. A second guidewire was reportedly used with the catheter but also allegedly failed to advance through the catheter tip. The guidewire and catheter were removed and the guidewire was spiraled around the catheter sheath proximal to the guidewire entry port. Reportedly, another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire was failed to advance through the catheter tip after 7 minutes of activation. The catheter and guidewire were retracted, flushed, and the proximal end of the guidewire was backloaded at the catheter tip, however the guidewire still failed to advance through the catheter tip. A second guidewire was reportedly used with the catheter but failed to advance through the catheter tip also. The guidewire and catheter were removed and the guidewire was spiraled around the catheter sheath proximal to the guidewire entry port. Another device was used to complete the procedure. No patient injury was reported.